Manufacturer narrative:
Method code: lot history records reviewed. Results: use of non cross-linked biologic mesh to bridge a defect in the abdominal wall in a clean-contaminated or contaminated surgical site is associated with a moderate rate of defect recurrence. The tear pattern indicates that the device was under extreme tension, and did not fail at one single point. Rather, the device ruptured under concentration force. It was noted that the tears seem to come from a central position within the device and the tear lines' severity decreased closer to the device edges. Therefore, the patient's condition is presumed to be contributing factor. However, the exact cause of the tear cannot be determined.

Event description:
The patient had surgery for abdominal eventration and colostomy. During the surgery xcm biologic was implanted to bridge a large gap in the abdominal wall. It was reported that the patient had an uncontrolled fever on the day after surgery. Therefor, the surgeon decided to bring the patient back to the operating room. During this second surgery, the surgeon observed a tear in the middle of the mesh. The torn mesh was explanted and the skin was closed. No other mesh was implanted to repair the abdominal wall eventration. It was reported that the patient has been discharged and is doing fine.